Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") in a female patient who had essure (batch no. A90480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included obesity, unilateral leg pain since (B)(6) 2015, leukocytosis since (B)(6) 2015, inflammation since (B)(6) 2015, headache since (B)(6) 2015, weakness of limbs since (B)(6) 2015, itching since (B)(6) 2015, skin burning sensation since (B)(6) 2015, flank pain since (B)(6) 2015, migraine since (B)(6) 2015, discomfort since (B)(6) 2015, bladder infection since (B)(6) 2015, anxiety since(B)(6) 2016, abdominal pain since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, gas since (B)(6) 2016 and sinusitis since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). The patient was treated with surgery (on or about (B)(6) 2017, patient underwent hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea and weight increased outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details:(B)(6) 2014: hysteroscopic bilateral tubal occlusion with essure.there were 3 trailing coils into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . On (B)(6) 2014, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Patients current weight was 260 lbs. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter information updated. Lot number added. Historical condition, concomitant condition were added. Added event dysmenorrhea, weight gain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") in an adult female patient who had essure (batch no. A90408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included obesity, unilateral leg pain since (B)(6)2015, leukocytosis since (B)(6)-2015, inflammation since (B)(6)2015, headache since (B)(6)2015, weakness of limbs since (B)(6)2015, itching since (B)(6)2015, skin burning sensation since (B)(6)2015, flank pain since (B)(6)2015, migraine since 12-mar-2015, discomfort since (B)(6)2015, bladder infection since (B)(6)2015, anxiety since (B)(6)2016, abdominal pain since(B)(6)2016, lower abdominal pain since (B)(6)2016, gas since (B)(6)2016, sinusitis since (B)(6)2016 and anxiety. On (B)(6)2014, the patient had essure inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced weight increased ("weight gain") and allergy to metals ("allergic or hypersensitivity ¿ nickel jewelry"). The patient was treated with surgery (on or about february of 2017, patient underwent hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details:(B)(6)2014: hysteroscopic bilateral tubal occlusion with essure.there were 3 trailing coils into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion on (B)(6)2014, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. * patients current weight was 260 lbs. Most recent follow-up information incorporated above includes: on (B)(6)2018: reporters added and updated patient demographics. Concomitant disease was added. Updated suspect drug inaction and lot number. Added event allergic or hypersensitivity ¿ nickel jewelry. Updated events and onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") in an adult female patient who had essure (batch no. A90408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included obesity, unilateral leg pain since (B)(6) 2015, leukocytosis since (B)(6) 2015, inflammation since (B)(6) 2015, headache since (B)(6) 2015, weakness of limbs since (B)(6) 2015, itching since 12-mar-2015, skin burning sensation since (B)(6) 2015, flank pain since (B)(6) 2015, migraine since (B)(6) 2015, discomfort since (B)(6) 2015, bladder infection since (B)(6) 2015, anxiety since (B)(6) 2016, abdominal pain since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, gas since (B)(6) 2016, sinusitis since (B)(6) 2016 and anxiety. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced weight increased ("weight gain") and allergy to metals ("allergic or hypersensitivity ¿ nickel jewelry"). The patient was treated with surgery (on or about (B)(6) of 2017, patient underwent hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details: (B)(6) 2014: hysteroscopic bilateral tubal occlusion with essure.there were 3 trailing coils into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Patients current weight was 260 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on or about (B)(6) 2017, patient underwent hysterectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2014, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.